Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Available information indicates this device remains implanted and in service. No adverse patient effects were reported.